Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed due to a high ventricular lead impedance. During the replacement procedure the lead was tested and found to exhibit normal impedance measurements.